Manufacturer narrative:
Product analysis: the amphirion deep catheter was returned to medtronic investigation lab for evaluation. The device was returned coiled in the shelf carton in a biohazard bag. No ancillary devices or cine images from the procedure were received for evaluation. Visual inspection of the returned device shows stretching evident at the distal end of the catheter shaft. The balloon returned in its post inflated state with biologics visible on the balloon profile. Visual inspection under a microscope shows a circumferential burst at approximately 0.7cm distal from the proximal marker band. The distal marker band is visible and intact, and the distal section of the balloon is bunched. Functional testing could not be performed due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use amphirion deep pta balloon during procedure to treat the popliteal artery. There was no damage noted to the packaging and no issues when removing the device from the tray/hoop. The device was prepped per the IFU. The device did not pass through a previously deployed stent it was reported that the balloon burst during inflation at 7atm. It was a circumferential burst at the bottom of the balloon near the end of the operating rod. The procedure was completed by using another balloon. No patient injury reported.

Manufacturer narrative:
Additional information: no intervention was required for the removal of the burst balloon from the patient. All fragments of the balloon were retrieved. The device was safely removed from the patient. There was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.